Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. This MDR includes all pt, event and device info davol has received to date.

Event description:
On (B)(6) 2010 - the pt underwent porcine mesh implant during an open, ventral hernia repair. The procedure was considered to be a clean case. The mesh was placed intraperitoneal. The edges of the defect were brought together; the mesh was lying relatively flat with slight rippling. Sutures were used for fixation (unk type) every 4-5 cm. No mechanical fixation was used. Scissors were used to tailor the mesh into a "football" shape. The procedure lasted 2 to 3 hrs. The wound was closed and no wound vac was used. Pt presented with signs of infection post-op. Pt was prescribed a six week course of antibiotics. Sinus formed and pseudomonas showed up.